Event description:
A customer contacted beckman coulter inc. (Bci) regarding level sense errors for glucose (glu) cartridge reagent. The customer continued to run patient samples and noticed one glucose (glu) patient result of 16mg/dl which upon repeat gave a result of 97mg/dl. Rerun on an alternate instrument yielded a result of 93mg/dl and was reported. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Qc was within the established specifications but was at the low end of the established range. A field service engineer (fse) went on-site and loaded fresh reagent cartridge on the system and the issue was resolved. No hardware was replaced.